Event description:
The customer reported that during the first case, the surgeon complained of poor vacuum during phaco. The posterior capsule was ruptured and he also had poor vacuum during the anterior vitrectomy. An advisory message appeared and the customer cycled power. The customer stated aspiration was improved after they cycled power. The second case was better using a straight tip and phaco handpiece. No further info received.

Manufacturer narrative:
The company service rep examined the sys with the sys meeting all product specifications. Investigation including root cause analysis is in progress.